Manufacturer narrative:
E3 (occupation) = non-health professional ; e2 (health professional) = no a device history review - DHR was completed, and no issues were identified. The instructions for use (IFU), it states: "preparation and inspection of mela head". Check that there is no looseness or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated counterclockwise. Check that there is no looseness or rattling in the scope mount when the scope mount is operated. Based on the results of the investigation, the root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited corrosion on the scope mount. There was no patient involvement.